Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks due to lead noise. The lead was extracted via laser sheath extraction. During the extraction procedure the lead tip separated and was left in the patient. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.